Manufacturer narrative:
Elevated complaint investigation will be initiated. Device expiration date: 30-dec-2022.

Event description:
The customer reported one false negative result on the alinity m sars-cov-2 assay. The customer reported that on (B)(6) 2022, barcode sample ID (sid) (B)(6) was tested on the alinity m sars-cov-2 assay and the result was negative. On (B)(6) 2022, a new sample (barcode ID (B)(6)) was collected and processed on the hologic panther and the result was positive. This sample was repeated (same day) on the panther and result was positive. This same sample (barcode ID (B)(6)) was then processed on the alinity (same day,(B)(6) 2022) and the result was negative. The customer stated that the reason a new sample was tested on (B)(6) 2022, is that it is the hospital policy to do testing on in-house patients every two days. The customer stated that the patient is asymptomatic. The customer stated that the panther results were a 'low positive' near the cutoff for the assay. There has been no change to patient management due to the result.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. Customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 526394 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review. Device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526394 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526394 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 526394. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526394 was not identified.